Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) failed fill manifold test during cardiosave qualified training conducted by getinge fst. There was no patient involvement.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The issue occurred on a device labelled as "not for clinical use" during a qualified training. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.